Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a lead repositioning procedure due to migration. During the implant procedure, while tucking the lead behind the ear, the lead pulled out of position. The physician advanced the lead back into the original position. The patient was doing fine post-operatively.